Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead with the middle segment measuring 44.9cm was returned for analysis. External insulation abrasion was noted at 4.2-4.5cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 1.0-1.7cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.